Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low pacing impedance and fluctuating capture threshold were noted on the right ventricular (rv) lead. The rv lead was reprogrammed to deactivate the rv lead and lead revision is anticipated. The patient was stable following this event with no adverse health consequences.